Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced shocks multiple times. The atrial lead had dislodged and the physician decided to turn it off.